Event description:
It was reported that a device was used during a pph procedure. The device partially cut the tissue when fired. The case was completed with a second device. There were no patient consequences.